Event description:
A customer reported that the coulter lh500 hematology analyzer leaked less than 1ml of fluid underneath the secondary probe. The leak was contained within the instrument. The customer was wearing a lab coat, gloves, and eye protection at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Beckman coulter field service engineer (fse) found the secondary probe was bent. The fse straightened the probe and verified that it no longer leaked.

Manufacturer narrative:
(B)(4).